Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system was not communicating. The technical support specialist rebooted the carefusion coordinate engine to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation es system was not communicating. The customer added that this malfunction caused some delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.